Event description:
The customer contacted baxter's technical service center regarding a check patient line (cpl) alarm, which occurred on the homechoice (hc) during use, during initial drain. The drain volume (dv) equaled 205ml. The caregiver (cg) stated that there was a large amount of air in the patient line. The baxter technical service representative (tsr) had the cg end therapy and advised the cg to start over with new supplies. The cg would start over with new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this complaint will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, product surveillance spoke with the caregiver(cg) regarding the reported issue. The cc stated that she was aware of the incidents and the cause for the alarms and air in line was that they were not following proper procedures during priming. Since then they have received proper training and the issues have been resolved. The patient is continuing therapy at this time. The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) due to use error - patient connected before priming was confirmed because a check patient line (cpl) alarm occurred during initial drain and the caregiver (cg) stated there was a large amount of air in the patient line. The cg stated the cause for the alarms and air in line was due to them not following the proper procedures during priming. The care giver has since then received the proper training and the issues have been resolved. The patient has resumed therapy. Use error - patient connected before priming is a known cause of air in tubing (without alarm). A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.